Event description:
Event description cpi received information that during an attempted implant procedure of this sweet tip bipolar lead (4269) the helix tip broke off. The physician elected to use another cpi lead (4285).